Event description:
The facility clinical coordinator contacted baxter product surveillance to report the patient having multiple incidences of patient reactions with baxter dialyzers over the past few months. She stated that the patient's symptoms included: light headedness, nausea, shortness of breath (sob) and coughing up frothy emesis. This occurred 7 times with the same patient: in (B)(6) 2011, 3 times in (B)(6) 2011 (on (B)(6) 2011, (B)(6) 2011) and on (B)(6) 2011. She stated that there was an air in blood alarm on the (B)(4) machine today and that she has already talked with (B)(4) today about the alarm on the machine. She stated that the patient had the symptoms in (B)(6) right after the air in blood alarm on the machine and they were not sure if the symptoms were related to the dialyzer at the time. She stated that in may, two of their (B)(4) machines had air alarm problems, but she was not sure if the patient had been on either of these 2 machines back in (B)(6). She stated that the patient had 3 incidences in the month of (B)(6) after the machines were fixed. Then the patient had symptoms on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The bloodlines used were from (B)(4), the machine was (B)(4), and the fistula needle is from medi-system. The symptoms occurred at the onset of treatment. There was no hospitalization was required. The patient was given oxygen, ultrafiltration was decreased, blood flow rate was decreased and the patient recovered within 10 minutes. On (B)(6) 2011, the patient was dialyzed on a CT 190 without experiencing any signs or symptoms of reaction.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is report five of seven.

Manufacturer narrative:
(B)(4). There was no sample for evaluation. Therefore the complaint could not be confirmed. The manufacturer, nipro, performed a batch review and retention sample review. Results indicate: the manufacturing records, process inspection records and release inspection records of the lots concerned were reviewed and no abnormality was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Air in blood alarm occurred at the onset of therapy. The patient reaction was noted approximately 20 minutes later. The patient experienced symptoms of shortness of breath and lightheadedness. A saline bolus was administered and oxygen applied. The patient was transported to the emergency department (ed) for evaluation. The patient completed therapy after his return from the ed. All components of the therapy were changed prior to restart of therapy. This is a single use dialyzer. Heparin 3000 u bolus with 1500u hourly was administered. The patient receives midodrine, iron sucrose, darbepoetin and levacainite. The patient has used this dialyzer since (B)(6) 2011. Previously the patient used a ct190 dialyzer.